Event description:
Pt reported that their one touch ultra meter was reading inaccurately high and they were taken to the hospital. Pt did not respond to the message left by the medical affairs specialist in 2004 to obtain more information. Per the initial information provided by the pt, they tested on the meter before experiencing any symptoms and got a result of 462 mg/dl. They were taken to the hospital. No further information regarding the hospital visit was provided. A letter is sent out to the pt to try and contact them. This case is reported as a strip malfunction since 2 control solution tests failed on the meter. The same control solution test was used on a new vial of test strips and that result was within range. The subject test strips were not expired and were in good condition. Test strips were replaced for the pt.